Manufacturer narrative:
No further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the bio med engineer that the pt "is believed to have self-disconnected his pump on thursday (B)(6) 2014 or friday (B)(6) 2014." The pt is no longer ongoing. The pump has been stopped and is considered "recipient-induced explanted." The pt is still alive. The data log info revealed that the first driveline disconnect alarm occurred on (B)(6) 2014. The pt had gone into the emergency room more than 24 hours after disconnecting the driveline. It was not physically safe to restart the pump and the pt seemed to be hemodynamically stable. The hosp is looking for any regurge through the pump. The hosp looked for any regurgitation through the pump. There are no current plans to physically explant the pump or replace it based on the pt's "recovery" status of heart failure.